Event description:
It was reported that this lead was explanted due to it was exhibiting impedance issues, loss of capture (loc). And high pacing thresholds. It was suspected a lead fracture but it was not confirmed. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.